Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-38 - three peg patella 38mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 7 year(s) post-operative of a left tka, it was reported via clinical study that the patient began experiencing mild effusion to left knee. Approximately 3 year(s) later, the patient underwent a left total knee revision, and the outcome of this event is considered resolved. The case report form indicates that this event is unlikely related to the device(s) and possibly related to the procedure. This event was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.